Event description:
Info was provided to the manufacturer on (B)(6) 2011 that the dressing of cook PICC was done and secured as much as possible. Mother went down with pt for test and noticed pt's t-shirt wet - PICC broken. Clamped PICC. Based on the info provided, a foreign object did not have to be retrieved from the pt. Pt needed to have piv started, attempts multiple times. Pt will need for a replacement of central line.

Manufacturer narrative:
Piv started and replacement of central line is not labeled. Disconnect not labeled in the instructions for use. Event is still under investigation.